Event description:
Initial rptr indicated, the pt had their vns lead replaced for a malfunction. The connector pins and a very small portion of the lead were returned for analysis. The lead assembly body including part of the marked and unmarked connector boots and the electrodes were not returned; therefore, it was not possible to verify the serial # and a complete eval could not be performed on the entire lead product. Analysis was performed on the returned lead portions. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. A lead malfunction is suspected on the portions of the lead not returned for analysis.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device malfunction is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.